Event description:
It was reported that a physician trained in the use of the device successfully performed pre-closure placement of the prostar xl sutures in bilateral arteriotomy sites prior to an interventional procedure. Reportedly, "at the end of the long 4.5 hour procedure, the hole could not be closed with the sutures." It was believed that the entry hole was wide, as multiple sheath exchanges had opened the original hole. A vascular surgeon did a cut down and sutured the hole to achieve haemostasis." Reportedly, during arteriotomy closure of the contralateral vessel, after deploying the suture, as the knot was advanced on the green suture, resistance was felt, the rail part of the suture was pulled, and the suture snapped. The physician did not use the advancer but he was using his hands when this happened. The surgeon had to do a cut down and sutured the hole to achieve haemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4)the sample was not requested at the time of the initial call and they are discarded after therapy, therefore the sample is not available for evaluation.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a report of a homechoice patient (hp) whose caregiver (cg) who needs help removing the cassette and bags from the homechoice machine. The cg stated that the hp has been in hospital for the past two weeks after having a heart attack and has peritonitis (date unknown). The patient is now performing hemodialysis. The peritoneal dialysis nurse stated that while hospitalized, the patient had a valve replacement. The nurse stated the events were not related to peritoneal dialysis therapy. The nurse declined to provide any further information.